Event description:
Middle ear prosthesis was surgically removed because of persistent hearing loss. When middle ear prosthesis was originally implanted by dr, it was noticed the wire separated after the crimping procedure. The wire was re-positioned into the piston and dr interpreted clicking back into place as a designed feature. The procedure was then completed. After continued hearing loss, the pt retained another surgeon who performed a second operation. The prosthesis wire was found to be separated from the piston and was subsequently replaced with another prosthesis. Pt is recovering and hearing function is returning.